Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Additional codes: img g02030 code is applicable for the nim 4.0 console and img g02005 code is applicable for the nim 4.0 patient interface (concomitant product). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op during parotid procedure, the nim started to beep constantly, associated with probe impedance problems. The nim was making continuous noise. The procedure was completed with nim 3.0 with no noise. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that there was no fault with the console. The software was upgraded to version 1.7.5. Continuation of d10: product analysis of the patient interface found that there was no fault with it. The software was upgraded to version 1.7.5. H6: previously applied codes fdm b17 <(>&<)> fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.